Event description:
A report was rec'd that a pt was unable to connect the remote control to the ipg. The ipg was in hibernation. The pt underwent a procedure to replace the ipg. The pt is reportedly doing well following the procedure.